Event description:
During an elective upgrade procedure, it was not possible to connect the right atrial (ra) lead into the header of the device due to the screw not loosening properly. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly could not be confirmed. Visual inspection of the device revealed the atrial set screw was not returned with the device; no analysis could be performed on it. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.